Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history review DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed there was not any external damage noted. There was check clutch/plunger lever error present in the event history log. During the functional testing was unable to duplicate the clutch clutch/plunger lever error in history and did not notice any damage with the plunger head. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced clutch half's left and right with leadscrew and spring as a preventive measure.

Event description:
It was reported that the pump's plunger needs repair. No patient injury was reported.